Event description:
International affiliate advised that no device fragments were retained within the patients tissue.

Manufacturer narrative:
Conculsion: no conclusion can be drawn at this time.

Event description:
International affiliate reported that the needle broke during use. It is assumed the device is retained within the patient tissue. No adverse event was noticed.